Manufacturer narrative:
Returned for evaluation was angiographic accu-vu catheter. A visual review of the accu-vu catheter noted that the tip appears smooth and visually acceptable. A 0.035" guidewire was advanced through the device. No brittleness was observed on the tip upon advancement or after withdrawal of the guidewire. The customer's reported complaint description of an accu-vu tip providing evidence for a possible fracture could not be confirmed as the returned device was deemed acceptable. A root cause for the complaint description cannot be determined. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2014, an (B)(6) male patient for an angiographic procedure. During prep for the procedure, when opening the sterile packaging, it was noted the tip of the catheter appeared to be dry and brittle inside of the package. The device was set aside, and a new of the same device was used to complete the procedure. The patient suffered no harm or injury due ot the event. It was reported the device is available for return to the manufacturer for evaluation.